Manufacturer narrative:
Additional information indicates that the surgeon performed a number of lung decortication procedures, some of which involved the use of bioglue. The surgeon indicated that there were one or two infections but could not determine if the infections occurred in patients who had received bioglue. Therefore, it is not clear if the reported adverse events are associated with the use of bioglue. No deficiency regarding bioglue was alleged. Furthermore, no lot numbers or samples were provided by the complainant. Therefore, a review of manufacturing records cannot be performed. The use of bioglue in lung decortication procedures is not an approved indication in the united states.

Event description:
According to the report, the surgeon indicated that he had a case or two, in the last few years, in which he used bioglue and the patient later developed an infection.